Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that patient experienced pain, urinary problems, dyspareunia, and vaginal scaring. It was reported that patient underwent colporrhaphy and removal of prosthetic vaginal graft on (B)(6) 2006 and cystourethroscopy and urethrolysis on (B)(6) 2006. (B)(4).

Manufacturer narrative:
Date sent to FDA: 12/19/2019. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.